Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 16 months later due to acetabular loosening. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 010000896, lot# 6694887, g7 10 deg e1 liner 36mm e; cat# 110010264, lot# 7426938, g7 osseoti multihole 52mm e. G2: foreign: australia. Visual examination of the provided pictures identified the explanted shell with bio-debris and what appears to be bone ingrowth on the surface. Pictures of the screws, augment, and buttress were not provided. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional: CT images of the left hip demonstrating anatomic alignment of the arthroplasty components but without solid bridging of the acetabular implant and cement noted consistent with implant loosening. The surgeon noted space between acetabular component and host bone. A definitive root cause cannot be determined. This complaint was confirmed based on the mmi review confirming the loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h10; h11. Upon an internal data review, it was determined that this device was recorded under the incorrect complaint file. This report should be considered void, as the corrected reported has been filed under (B)(4), MDR 3005751028-2026-00026. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon an internal data review, it was determined that this device was recorded under the incorrect complaint file. This report should be considered void, as the corrected reported has been filed under (B)(4), MDR 3005751028-2026-00026.